Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the service icon was alarming on cooler heater unit. The device was not changed out, as the unit still functioned and was used for this case. This is more of an annoyance for the surgeon. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the problem reported. However, while performing the inspection, the fsr discovered that a/d calibration readings were not within manufacturers specifications. The fsr calibrated the a/d pc board, performed corrective maintenance and inspection which was completed successfully. The cooler heater unit was within manufacturers specifications and ready for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.